Event description:
Seven days after implant, "things started looking iffy". The pt began oral antibiotics and a few days later, the pt experienced drainage, a fever, and was "placed on ivs". The lead was explanted due to infection. There were no problems with the device. The pt was seen on (B) (6) 2010, in the office and was recovering. The physician was looking at reimplant in a couple of months.

Manufacturer narrative:
(B) (4).